Event description:
It was reported that the device exhibited a ¿broken remote control connector¿. Per the reporter, the remote control connector on the pump was broken because the users did not pay attention to the direction of connection. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, scratched lens, damaged remote dose connector, and damaged ac connector. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was the damaged remote dose connector. The remote dose connector was replaced as well as the dso seal, lens, and ac connector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.